Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was diagnostic data missing upon interrogation. A device download will be performed at the next follow-up to resolve the event. The patient was stable with no consequences.